Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle peeled off (black glue).

Manufacturer narrative:
We checked the returned unit and confirmed that the nozzle gluing missing. Based on the result, we concluded that it was caused due to the physical damage applied on the nozzle gluing. In addition, we confirmed that the mechanical base plate fluid damage, the light guide fiber bundle (lcb) broken, the angle wire corroded, the control body corroded, the receptacle corroded, the mechanical base plate corroded, the ccd driver pcb corroded, the electrical connector corroded, the lg cable connector corroded, the insertion flexible tube (ift) crushed, the distal body worn out, the down pulley wire worn out, the left pulley wire worn out, and the angulation-left angulation decrease; however, they are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, no response was obtained, so we can not deny the possibility of the nozzle glue falls. Therefore, based on the technical report "hr-rpt-0585(nozzle)" and/or the risk analysis results, it was evaluated to submit MDR.